Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting.